Event description:
It was reported that the patient had a syncopal episode which resulted in a hematoma and broken ankle. An atrial lead warning was noted with a high number of low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.